Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the lead was unable to be removed from the pulse generator header because of a setscrew anomaly. The header was removed and the setscrew was able to be loosened. The device was explanted and replaced. The patient was in good condition before, during and after the procedure.